Event description:
Caller reported cartridge alarm 20, causing the blood glucose level to be displayed as "high" with an unknown specific value. Customer took corrective action by performing a correction injection via multiple daily injections (mdi). Technical support assisted the customer in loading a new cartridge properly, allowing resumption of insulin therapy. The issue was resolved successfully with no requirement for third-party assistance.